Event description:
The customer reported that the touchscreen is unresponsive. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and states touchscreen is damaged and needs to be replaced. The customer requested part number and price. Product support provided part and price information, no other concerns for the customer. Further information is pending.

Event description:
The customer reported that the touchscreen is unresponsive. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and states touchscreen is damaged and needs to be replaced. The customer requested part number and price. Product support provided part and price information, no other concerns for the customer. Further information is pending.

Manufacturer narrative:
The biomed reported that the touchscreen was replaced due to having a dent in the original one. The unit is back in service. The unit was not in use on a patient. The issue was discovered when the unit was powered up for patient setup.